Event description:
It was reported that the patient received inappropriate atp therapy for av nodal re-entry tachycardia (avnrt). The patient has since received an inappropriate shock. The atp converted the rhythm. Device was reprogrammed. The patient was doing well. It was mentioned that the patient will undergo av node ablation as the patient also has atrial fibrillation with rapid ventricular response that is difficult to control with medications.